Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have one dislodged and missing ceramic dot at the distal jaws. The dot is not placed in its original place as it is missing.

Event description:
It was reported that out of box, the 8mm vessel sealer extend was returned with a discrepant RMA where the instrument was smashed flat. There was no report of patient involvement.